Event description:
Npi, error 610.7080 with auto-ID module. Problem description (B)(4). The file number for this l2 complaint is (B)(4). Problem description (B)(4). Assisted (B)(4), to isolate the error 610.7080 to the camera assembly for repair/replacement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Assisted (B)(6) to isolate the error 610.7080 to the camera assembly for repair/replacement.